Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise resulting in an inappropriate shock and hospitalization. Device data was sent to rhythmcare for review. Rhythmcare then discussed programming and troubleshooting options with a recommendation to perform an x-ray. This device remains in service. No additional adverse patient effects were reported.